Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on october 27, 2017. The returned samples were visually inspected for any anomalies; the white luer caps, sparger assemblies and buffer solution were not present upon receipt. Dried blood was seen in both received samples. No other visual anomalies were noted. The returned samples were leak tested by connecting with the calibrated manometer, pressurized up to 300 mmhg, submerged into a water bath and both sensors started to leak. An attempt was made to tighten each large blue vent cap, both were loosened and re-tightened. Both samples were then again leak tested, pressurized up to 1009 mmhg for 30 seconds, and no leaks were observed. The root cause for this event was determined as the large blue vent cap for each shunt sensor was not fully tightened either during setup of the circuit, or after the gas calibration. When each large blue vent cap was loosened, it had not been re-tightened fully prior to use in the line, causing leaks from each cap. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references (B)(4).

Event description:
The user facility reported to terumo cardiovascular that after cardiopulmonary bypass, there was a leaked in shunt sensor. *no consequences or impact to patient. *procedure completed successfully.